Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer reported that the autopulse nxt platform (B)(6) would not initiate compressions. However, they determined the issue occurred because the crew had incorrectly installed the nxt band when returning the platform to service after its previous use. The reported complaint that the autopulse nxt platform partially retracted the band and initiated compressions while the band remained loose around the manikin was not confirmed during functional testing. The autopulse nxt platform functioned appropriately and performed as intended. The archive log file contained no recorded faults or alerts near the reported event date. The archive log review showed the platform powered on five times with multiple sessions on the reported event date; however, no compressions were initiated, and no errors or alerts were logged during the reported event. The autopulse nxt platform passed the preliminary functional testing without errors. The platform was tested using the large resuscitation test fixture (lrtf) with two batteries until completely discharged, with no faults or errors detected.

Event description:
The customer reported that the autopulse nxt platform (B)(6) failed to initiate compressions during patient use. The customer thought the issue happened because the nxt band was not properly inserted during the event. The crew reverted to manual CPR. No consequences or impacts on the patient. During post-event troubleshooting, the crew verified that the nxt band had been incorrectly installed when the platform was returned to service after the crew's last use prior to this incident. The crew tested the nxt platform using a CPR manikin, during which the platform partially retracted the band and initiated compressions; however, the band remained loose around the manikin. Therefore, the nxt platform was subsequently taken out of service.